Event description:
A malfunction was reported on the pump, with a malfunction code of malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur.